Event description:
The customer reported that the system would not play back cine runs. No pt injury.

Manufacturer narrative:
The ge svc rep replaced the cine drive and the system hard drive. He also reloaded the system software. System restored to normal operation, and is operating as intended.